Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed they found that the door was not closing properly. They adjusted the door switch for resolution. Retested the system by opening and closing the door multiple timed. The issue resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that while booting up the system the manufacturer representative (rep) noticed a popping noise from the gantry covers. Upon completing a motion calibration, the rep noted that the door would not close completely. The system shows the door is open on the pendant when the gantry should be closed. No patient was present at the time of the event.